Manufacturer narrative:
The 14f esheath was returned with a 26mm commander delivery system fully inserted. The delivery system was returned at locked position with full fine adjust and no flex used. The returned device was visually inspected and the following was noted: two areas of full circumferential liner delamination. The marker band was intact. There was a scratch observed on hdpe underneath delaminated liner. The liner was bunching at the distal tip. The scratches along sheath shaft and near distal tip. Severe damage/kink on hdpe adjacent to the delaminated liner, and damage/cut on blue hdpe material opposite to liner. Imagery was provided of the complaint device (post-procedure) and of patient vasculature. The following was noted: delivery system inserted through the sheath. Balloon appears stuck at sheath distal tip. Sheath liner was delaminated. 3mensio imagery reveals mild calcification and tortuosity in patient vasculature. Due to the nature of the complaint, no functional testing was performed. The complaints were visually confirmed. Due to the nature of the complaint, no dimensional analysis was performed. The complaints were visually confirmed. A device history review (DHR) was performed and did not reveal any manufacturing related issues that may have contributed to the reported event. Review of lot history revealed no similar complaints for the reported liner delamination or sheath shaft damaged. A review of complaint history on confirmed device complaints (returned and no product returned) from (B)(6) 2019 ¿ (B)(6) 2020 for the esheath introducer sheath (all models and sizes) for the reported liner delamination or sheath shaft damaged were performed. The complaints were reviewed based on similar reported events and associated root causes or evaluation codes. The following instruction for use (IFU) and training was reviewed esheath IFU, preparation training manual, and procedural training manual, and commander procedural training manual were reviewed for instructions/guidance on device preparation/usage. Precautions: caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Do not use the edwards esheath introducer sheath set if the packaging sterile barriers and any components have been opened or damaged. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. Delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies have been identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported liner delamination and sheath shaft damaged were confirmed. However, investigation of the device, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿during withdrawal of the delivery system, the delivery system balloon became stuck on the sheath distal tip.¿ the force required to retrieve the delivery system into the sheath may cause the liner to delaminate from the sheath shaft if the balloon is caught on the sheath tip. The following scenarios may lead to the inflation balloon getting caught on the sheath tip during device retrieval: residual fluid in the inflation balloon after thv deployment may increase the profile of the balloon. Vascular curvature/tortuosity at the location of the sheath tip may lead to noncoaxial retrieval of the inflation balloon into the sheath tip it is also possible the device was excessively manipulated to overcome the reported withdrawal difficulty, resulting in damage to the sheath. Additionally, the scratches observed on the sheath are indicative of calcium nodules in the vessel interacting with sheath during advancement and/or retrieval. Available information suggests patient (calcification/tortuosity) and procedural factors (non-coaxial withdrawal, excessive manipulation during ds retrieval) contributed to the reported event. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No manufacturing non-conformances or labeling/training/IFU deficiencies were identified. As a result, no corrective actions are required. No manufacturing non-conformances or labeling/training/IFU deficiencies were identified. As a result, a product risk assessment (pra) is not required.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. Investigation is underway.

Event description:
As reported through the thv hotline by an edwards field clinical specialist, a 26mm sapien 3 ultra valve was deployed successfully in the native aortic position via transfemoral approach with a 26mm commander delivery system and 14f esheath. During withdrawal of the delivery system, the delivery system balloon became stuck on the sheath distal tip. The devices were removed from the patient without injury. A second sheath was used for vessel protection while imaging was performed to determine if there was any vessel damage. There was no vessel damage observed. The patient is stable. Once the devices were out of the patient it was observed that there was damage to the sheath distal tip. The devices were returned for evaluation. Per decontamination evaluation the follow was observed: sheath liner delamination, fully circumferential, 1" in length from distal tip, marker band intact. A liner delamination is a circumferential separation of the sheath liner from the sheath shaft, typically as a result of forceful attempts of the delivery system or bav catheter removal through the sheath. If the delamination extends pass and exposes the c-marker, there is a higher risk of c-marker embolization. These events will be MDR reportable. In this case,  per decontamination evaluation the follow was observed: fully circumferential sheath liner delamination  with marker band intact. Severe damage /kink with hdpe material is lifted.  A second full circumferential delamination.